Manufacturer narrative:
Device evaluated by MFR.: the device return contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The catheter shaft showed multiple kinks on the shaft. A functional test was performed. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. X-ray inspection of the catheter revealed a broken hypo tube inside of the aspiration lumen approximately 60cm from the tip.

Event description:
Reportable based on device analysis completed on 18-january-2022. It was reported that an error message occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni catheter was selected for thrombectomy procedure. The catheter was primed and passed over the guidewire. However, during the power pulse mode, the machine stopped and prompted an error message to change to a new device. The device was removed and the procedure was completed with another of the same type of device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.

Event description:
Reportable based on device analysis completed on 18-january-2022. It was reported that an error message occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni catheter was selected for thrombectomy procedure. The catheter was primed and passed over the guidewire. However, during the power pulse mode, the machine stopped and prompted an error message to change to a new device. The device was removed and the procedure was completed with another of the same type of device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR.: the device return contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The catheter shaft showed multiple kinks on the shaft. A functional test was performed. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. X-ray inspection of the catheter revealed a broken hypo tube inside of the aspiration lumen approximately 60cm from the tip.